Event description:
Rptr lost her job in 3/94 because of the screws. She had several surgeries and this is the first time she's ever had to stay on narcotic pain medicine and other meds. Before the surgery, just her right leg was affected, now the screws are slowly damaging the left leg. Rptr found out about this screw about 6 weeks ago when an artticle was run in local paper. Up to that point rptr was totally unaware of them being experimental. Rptr is in constant pain. Now she can't find anyone that will take the screws out and she refuses to go back to the dr that put them in. She has lost total trust in him. Rptr spent several months in physical therapy. It helps, but nothing stops the pain. It not only damaged rptr's health, but she and her husband had only been married a yr and a half and it almost destroyed their marriage. Rptr fought very hard to keep her job by taking strong medication. She finally gave it up and now is fighting to keep walking.